Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu)or erbe monopolar energy was working intermittently. The customer stated that the erbe still made the sound like monopolar energy was being delivered, but the monopolar curved scissors (mcs) instrument's tip had no energy output. Customer swapped the monopolar energy cord and mcs instrument, but the issue was not resolved. Tse found error 25913 in the logs indicating activation being halted. Tse advised customer to power cycle the erbe to resolve the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right integrated electrosurgical unit (iesu) or erbe due to monopolar not firing. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not confirm the reported complaint upon reviewing the system log. Upon visual inspection, the erbe did not have significant scratches or dents. The front bezel was in decent condition. M-b0-76 and m-b1 errors occurred during monopolar cut activation when the erbe was run on an in-house system in normal mode. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. Probable root causes are attributed to neutral electrode error, cable, or pad faulty.